Event description:
A prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure on (a male patient; weight is unknown). According to the complainant, after 10 minutes, the system displayed the message: water level too low. As the physician attempted troubleshooting the issue, the system displayed the message: water in the cartridge is too low. Reportedly, the physician was unable to successfully troubleshoot the problem. The catheter was removed and replaced with another catheter and the procedure was completed successfully. There were no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as "stable."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. A supplemental MDR will be submitted if the device evaluation gleans conclusive or clarifying details regarding the reported event.